Event description:
Plasmablade device was being used on coag 6 and approximately 1 hour into a bilateral mastectomy case, it was noticed that the tip coating appeared to have melted. Another plasmablade device was opened and the case continued, but the second device had the same melting issue, which was discovered near the end of the case. Case was completed successfully with alternative medical device. The second device is being returned for investigation. The first device was discarded by the facility. This report represents product line #30-the device that was discarded.

Manufacturer narrative:
Product event: (B)(4). Method, results: facility disposed of device. Device is not available for return and inspection. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.